Event description:
This case was initially received via regulatory authority (B)(6) on 06-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("cramps on lower abdomen") and depression suicidal ("depressive and suicidal mood / life disgusting") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal pain ("belly aches / abdomen painful"), abdominal rigidity ("abdomen tensed and painful"), headache ("severe headaches"), depression suicidal (seriousness criterion medically significant) with emotional distress, insomnia ("insomnias"), skin disorder ("big cutaneous problems"), formication ("formication on cheek"), fatigue ("permanent chronic fatigue"), asthenia ("lack of energy"), myalgia ("muscular pains"), ear pain ("ear pains"), pain in jaw ("jawbone pain"), bone pain ("bone pains"), visual impairment ("vision disorders") and memory impairment ("memory lapses"). The patient was treated with surgery (awaiting surgery). At the time of the report, the abdominal pain lower, abdominal pain, abdominal rigidity, headache, depression suicidal, insomnia, skin disorder, formication, fatigue, asthenia, myalgia, ear pain, pain in jaw, bone pain, visual impairment and memory impairment outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, abdominal rigidity, asthenia, bone pain, depression suicidal, ear pain, fatigue, formication, headache, insomnia, memory impairment, myalgia, pain in jaw, skin disorder and visual impairment with essure. The reporter commented: actual state of the patient: disastrous consequences, humiliation feeling, awaiting to surgery and bad comments from physicians. No further information was expected. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 11-dec-2017 for the following meddra pt: abdominal pain lower: n° 817 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.